Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: dislodged stent requiring medical intervention. Device issue: dislodged stent. It was reported that during a procedure with a promus stent (size unk), the stent dislodged from the balloon. An attempt was made to go through a previously placed stent. While attempting to get to the lesion location, the stent was stripped off the balloon. Another balloon was used to deploy the stent (not in the target lesion). No additional event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corp distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.